Event description:
Boston scientific crm received info that this transvenous right atrial (ra) lead as part of the entire device system was explanted due to pocket infection. A new boston scientific crm device system will be implanted once the pt is cleared by the physician.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the MFR of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.